Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
According to information from our field service engineer, the customer informed that there was no malfunction in the ventilator when arriving at the hospital to investigate the device. Therefore, the service order was canceled. No further issues have been reported regarding the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).